Event description:
The customer stated that she was in the hospital due to knee surgery, and she was experiencing high blood glucose levels. The customer stated that she changed the infusion set three times in the hospital, but her blood glucose levels remain in the 200 to 300 mg/dl range. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump failed the vibrate check due to a broken vibrator motor wire.